Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to oversensing noise. It was later reported that the lead had also exhibited low impedance and the implantable pulse generator (ipg) replaced during the procedure had exhibited a power on reset (por) on the date of explant. No patient complications have been reported as a result of this event.